Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an initial power up error occurred due to the lcd only displaying a white screen with no visible text. The lcd display needs to be replaced to resolve the issue. No repairs were performed. The unit has been scrapped.